Event description:
Patient reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade unknown and "no rupture except milky white substance around l implant". The device has been explanted and replaced.

Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and capsular contracture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, white particles in the shell, crease fold, wear abrasion and deformation. Craters are observed on the surface of the shell. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade unknown and "no rupture except milky white substance around l implant". The device has been explanted and replaced.